Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. A field service engineer confirmed that the drawer 2.1 was reported as failing, but it was functioning properly, and the system was shut down, all cables were reseated, and the unit was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.